Manufacturer narrative:
Additional information was added to h4 and h6. H4: device manufacture date: august 28, 2020 to august 31, 2020. H10: a batch review was conducted, and there were no deviations found related to this reported condition, during the manufacture of this lot. The device was not received for evaluation. Therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume folfusor failed to infuse. The device was filled with 4200mg 5-fluoruracil and 172ml of 0.9% sodium chloride. There was no report of patient injury or medical intervention associated with this event. No additional information is available.